Manufacturer narrative:
A united states (us) customer reported that multiple discordant, falsely elevated carbon dioxide patient results were obtained on an atellica ch 930 analyzer. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found errors in the dilution probe bleach pump and impellor stalling on all 3 system mixers. All 3 mixer housings were cleaned and the impellors were replaced. After cleaning the bleach line with hot water, the pump issue was resolved. The cse also replaced and aligned a faulty probe which resolved the autocheck errors. Additionally, the cse performed multiple drain and fills before reperforming the autocheck and verified that the bath water was clean. Cse entered into diagnostics and performed lamp change, as co2 uses 410nm wavelength which can show problems when lamp is failing. The sample mixer was replaced and all quality controls fell into acceptable ranges. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Multiple discordant, falsely elevated carbon dioxide patient results were obtained on an atellica ch 930 analyzer. The initial results were reported to the physician(s). The same samples were repeated on two alternative atellica ch 930 analyzers. The repeated results were reported, as the correct results, to the physician(s). Specific results were not provided but all erroneous results were over 40 mmol/l. There were no known reports of patient intervention or adverse health consequence due to this event.